Event description:
The end user reported that medical attention was sought on (B)(6) 2016 at 10:45am after receiving inconsistent blood glucose results from the prodigy diabetes meter. The end user did not have any symptoms but visited the ER after becoming concerned with higher than normal blood glucose results. The reading on the prodigy meter at the time of the medical event was 282 mg/dl. Upon arrival to the ER her blood glucose dwindled down to 75mg/dl and no treatment was administered. No discharge instructions were given and there were no recent medication changes. No further details were provided.